Event description:
It was reported that a patient enrolled in a clinical study underwent left total knee arthroplasty on (B)(6) 2003. Subsequently, the patient underwent manipulation of the left knee on (B)(6) 2003 due to arthrofibrosis. No components were removed.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.